Event description:
It was reported that the lead was not sensing properly. The patient received inappropriate shocks due to oversensing. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
Review of quality records.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was explanted due to infection.